Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged the generation of flu a discrepant results for 3 patients samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples generated: patient 1: sars-cov-2 no detected, flu a no detected and flu b no detected results on the cobas liat system. Patient 2: sars-cov-2 no detected, flu a no detected and flu b no detected results on the cobas liat system. Patient 3: sars-cov-2 no detected, flu a no detected and flu b no detected results on the cobas liat system. These samples were tested on cobas 6800 system and generated sars-cov-2 detected results. All 3 samples were also tested at nih, generated undetected (rdrp and n gene) results. The negative results were released. No harm was alleged. An investigation is ongoing. Three (3) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. Due the lack of information provided by the customer, the root cause could not be confirmed. Based on the information provided, it is possible that these samples are lod for the cobas liat assay. Lod samples are expected to waiver between positive and negative upon repeat. (B)(4).